Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("daily chronic pain despite seeing a physiotherapist and a rheumatologist") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1785 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), osteoarthritis ("osteoarthritis affecting the neck, shoulder, knee and back"), fatigue ("extreme fatigue"), arthralgia ("joint and muscle pain"), muscular weakness ("muscle weakness"), tendonitis ("tendinitis in multiple places") and heavy menstrual bleeding ("heavy bleeding during periods without any gynaecological cause"). On unknown date she experienced meniscus injury ("left knee meniscus fissure"). Essure treatment was not changed. At the time of the report, the outcomes for pelvic pain, osteoarthritis, fatigue, arthralgia, muscular weakness, tendonitis and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to osteoarthritis, fatigue, arthralgia, muscular weakness, tendonitis, meniscus injury, heavy menstrual bleeding or pelvic pain. The reporter commented: daily chronic pain despite seeing a physiotherapist and a rheumatologist chronic fatigue problems aggravated by my working conditions. I shall file a case with actions taken to treat the patient in the healthcare facility: comments ¿I want to have my implants removed, which will require a hysteroscopy. I am waiting for the toxicological results of my hair tests with toxseek. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jan-2024. The most recent information was received on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("daily chronic pain despite seeing a physiotherapist and a rheumatologist") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, 1785 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), osteoarthritis ("osteoarthritis affecting the neck, shoulder, knee and back"), fatigue ("extreme fatigue"), arthralgia ("joint and muscle pain"), muscular weakness ("muscle weakness"), tendonitis ("tendinitis in multiple places") and heavy menstrual bleeding ("heavy bleeding during periods without any gynaecological cause"). On unknown date she experienced meniscus injury ("left knee meniscus fissure"). Essure treatment was not changed. At the time of the report, the outcomes for pelvic pain, osteoarthritis, fatigue, arthralgia, muscular weakness, tendonitis and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to osteoarthritis, fatigue, arthralgia, muscular weakness, tendonitis, meniscus injury, heavy menstrual bleeding or pelvic pain. The reporter commented: daily chronic pain despite seeing a physiotherapist and a rheumatologist chronic fatigue problems aggravated by my working conditions. I shall file a case with actions taken to treat the patient in the healthcare facility: comments ¿I want to have my implants removed, which will require a hysteroscopy. I am waiting for the toxicological results of my hair tests with toxseek. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.